Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. In (B)(6) 2020, the estimated battery longevity was at 7 years, a year later the estimated battery longevity decreased to 5 years, and now the estimated battery longevity is at 2.5 years. Data analysis was performed and boston scientific technical services confirmed that the power consumption is increasing and recommended device replacement or have the battery replacement window re-evaluated in 90 days. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the describe event or problem for more information regarding the specific circumstances of this event.